Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the tubing was compressed damaged, a root cause cannot be determined however improper storage can cause damaged of this nature. Please refer to the IFU for further assistance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during the procedure, an air leakage was found on the pipeline in negative pressure bag. Treatment was continued with a back-up with a small delay.